Event description:
Thoracoscopy lung biopsy. Plcr60g was fired and had "incomplete firing". The knife blade was left exposed. A hole in the lung was observed and re-resection on either side of the staple line was performed. Another plcr60g was used to complete the case without further incident